Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, the stapler was unable to fire. The surgeon was unable to squeeze the handle but we was able to press the green button. There was no patient injury.